Manufacturer narrative:
It was reported that the cuff on a tracheal tube did not inflate. A covidien investigation was conducted on one sample that was returned for evaluation. The reported defect could not be detected on the returned sample.

Event description:
A report was received that stated prior to use, the tracheal cuff didn't inflate. There was no patient involvement.

Manufacturer narrative:
(B)(4).